Manufacturer narrative:
D6b. Explant date - correction - explant date was not included on supplemental #1 MDR.

Event description:
Patient had a full revision performed. Per hospital policy, the explanted devices were discarded. No additional relevant information has been received to date.

Event description:
Generator analysis was performed and found the date when high impedance was first observed. Lead analysis is underway.

Event description:
Explanted lead was received and product analysis is underway.

Event description:
Lead analysis was performed. An abraded opening was noted in the outer silicone tubing. The outer silicone tubing has a compressed appearance at multiple locations. A break was identified in the lead coils past the end of the electrode bifurcation. The coil break has appearance suggesting has pitting or electro-etching condition have occurred at the break location. Due to metal dissolution the fracture mechanism cannot be ascertained. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings.

Event description:
Patient was reported to have been interrogated and high impedance was observed. Patient battery was also noted to be low battery. Patient seizures were reported to have become more frequency and severe over time until it was occurring one or two times a week. Patient has been referred for full revision. No known surgery has occurred to date. No additional relevant information has been received.